Manufacturer narrative:
A follow-up medwatch will be submitted when furhter information becomes available.

Event description:
It was reported that a the oxygenator membrane did not have a good performance. It needed to go with 100% fio2 and 5 liters to wash the co2 correctly. The surgery was short. There were no more incidents and it did not affect the patient. The patient had a good hematocrit. Complaint #: (B)(4).

Event description:
Complaint #: (B)(4).

Manufacturer narrative:
It was reported that a the oxygenator membrane did not have a good performance. It needed to go with 100% fio2 and 5 liters to wash the co2 correctly. The surgery was short. There were no more incidents and it did not affect the patient. The patient had a good hematocrit. The complaint sample was investigated in the laboratory of manufacturer. The complaint sample was visually checked for damages and no signs of damage could be detected. There leak tests were performed both on blood side and water side. There were no leaks found, the sample passed the tests. A test pressure of 109 mbar was applied directly however, had already dropped to 65 mbar after ten minutes. As a result, the first part of the exam was not passed. The subsequent pressure relief was passed without any problems. In a subsequent flow test on the blood side, no leaks could be detected, but a reduced flow was documented, which suggests a narrowed flow cross section. Since the test pressure dropped during the leak test on the gas side, a leak can be suspected here on the gas side. As a result, the reported failure could be reproduced and a technical cause of the failure could not be determined. Further investigation is ongoing. The production records of the affected quadrox (3000218076) were reviewed. Following tests are performed according to the bop as a 100 % inspection: ¿ leak test after welding, ¿ pressure test heat exchanger, ¿ leak test water side, ¿ leak and flow test gas side, ¿ pressure test blood side, ¿ coating test. According to the final test results, the oxygenator with the UDI#25704 passed the test as per specifications. Further investigation is ongoing. A follow-up medwatch will be submitted when further information becomes available.

Manufacturer narrative:
It was reported that a the oxygenator membrane did not have a good performance. It needed to go with 100% fio2 and 5 liters to wash the co2 correctly. The surgery was short. There were no more incidents and it did not affect the patient. The patient had a good hematocrit. The complaint sample was investigated in the laboratory of manufacturer. The complaint sample was visually checked for damages and no signs of damage could be detected. There leak tests were performed both on blood side and water side. There were no leaks found, the sample passed the tests. A test pressure of 109 mbar was applied directly however, had already dropped to 65 mbar after ten minutes. As a result, the first part of the exam was not passed. The subsequent pressure relief was passed without any problems. In a subsequent flow test on the blood side, no leaks could be detected, but a reduced flow was documented, which suggests a narrowed flow cross section. Since the test pressure dropped during the leak test on the gas side, a leak can be suspected here on the gas side. As a result, the reported failure could be reproduced and a technical cause of the failure could not be determined. However, below possible technical causes could be contributed to the reported failure: ¿ insufficient pur (polyurethane) grouting of mat pack, ¿ hereby the test medium or blood to transfer to the outer cover, ¿ fiber detachment in the pur potting, ¿ hereby the test medium or blood to leak between the fiber and the pur encapsulation ¿ fiber damage, ¿ hereby the test medium or blood to leak through the oxygenation fibers themselves. The production records of the affected quadrox (3000218076) were reviewed. Following tests are performed according to the bop as a 100 % inspection: ¿ leak test after welding, ¿ pressure test heat exchanger, ¿ leak test water side, ¿ leak and flow test gas side, ¿ pressure test blood side, ¿ coating test. According to the final test results, the oxygenator with the UDI# (B)(4) passed the test as per specifications. A non-conformance has been initiated in order to investigate this issue further. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint #: (B)(4).